Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. In addition, it was reported that the patient has been experiencing recurrent falls. A device interrogation was performed and review of the electrograms (egms) found that the right atrial (ra) lead threshold measurements have increased in addition to exhibiting noise on the ra channel. The right ventricular (rv) lead exhibited oversensing of atrial signal on the rv channel resulting in pacing inhibition. Subsequently, device reprogramming was performed and the patient was scheduled for a device change out procedure with replacement being of a non-boston scientific device. Evidence suggest the device remains in service at this time. No adverse patient effects were reported.